Event description:
It was reported that a syringe s2 5ml 22ga 1-1/4in bd china had a broken tip. The following was reported, "it was found the tip broken before taking solution."

Manufacturer narrative:
Investigation: as no physical sample or photo displaying the reported condition was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review was performed for reported lot 1809324, no deviations or non-conformances related to this issue were identified during the manufacturing process. Based on the available information we cannot determine a root cause at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a syringe s2 5ml 22ga 1-1/4in bd china had a broken tip. The following was reported, "it was found the tip broken before taking solution."